Event description:
It was reported that the user paused the ilet pump to shower, then reconnected without visible leakage or moisture, after which blood glucose rose to 255 mg/dl; the user had consumed a large dessert earlier, received troubleshooting and education, and elected to monitor rather than change supplies, with the medical device problem and device component not further specified due to insufficient information. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component details remained insufficient to establish a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.